Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 20 mg/dl. It was stated that the customer was experiencing unexplained low glucose for several hours. It was stated that the customer was feeling ill and passed out. It was stated that the customer was treated with food and glucose tablets. No further info was provided.